Event description:
Info was rec'd that reported a pt was hospitalized in 2007, due to an incident of hypoglycaemia. The reporter stated that on the same day, she changed her cartridge, tubing and site. She noted at that time that her cartridge cap was cracked, but disregarded as she felt that if she "tightened it down enough it would get beyond the cracked part". She took her blood glucose at that time (approx 3 pm) and it was 386 she did a correction bolus and 30 minutes later she was 286, 15 minutes after that she states that her blood glucose was back up to 317. At this time she "immediately thought the cracked cap was causing problems" and she "pushed down hard" to try to tighten it back on. At approx 6:45 pm she was found unconscious, she was transported to the hospital, reportedly her blood glucose on admit was 10. IV fluids and glucose were administered. The device will be returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The cartridge cap was not returned with the device and a new one was used for testing purposes. Visual examination of the pump showed no signs of damage. Delivery and accuracy tests were performed, the pump was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.